Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed skin irritation after wearing the lifevest. The irritation was reportedly bleeding. The patient sought attention from a wound care specialist. The wound was being treated by an unknown medicated patch and an unknown ointment. During a follow-up the patient reported that the wound was about the same.